Event description:
Procedure: part resection of the kidney. According to the reporter: during the suturing, the needle fell into the parenchyma and it was not possible to find it. The suture was finished due to the advanced ischemia. Needle visible in CT pictures.

Manufacturer narrative:
(B)(4).